Event description:
It was reported to philips that the unit had a bad fuse, which could indicate a failure to power up. There was no report of patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.